Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. The transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and connection resumed. A replacement transmitter was sent to the customer. No additional patient or event information was available.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. A root cause could not be determined. Ultimately, customer was able to successfully start a new sensor session.